Manufacturer narrative:
B4:(B)(6) 2021 the manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced the lcd assembly to resolve the reported issue. Unit passed required performance verification tests and was returned to service.

Manufacturer narrative:
The customer reported there was no patient involvement at the time the issue was discovered.

Event description:
The customer called technical support (ts), reporting that the device¿s liquid crystal display screen is greyed out when powering on the device. The customer reported there was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
The removed lcd assembly was returned to the failure investigation lab (fi). A visual inspection of the lcd assembly revealed no evidence of damage or contamination. The fi technician installed the lcd assembly into a fi ventilator to duplicate the reported issue. The lcd assembly was tested, and no failures were identified. No fault found.